Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that my affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the pt is experiencing fluid around the knee. The surgeon told the pt it is due to corrosion of the implant.

Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was confirmed through receipt of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left initial total hip arthroplasty due to degenerative arthritis. Subsequently, the patient is experiencing severe pain in the groin and tibial area. The patient has been doing ongoing treatment for this pain with multiple procedures and is refusing a revision procedure. Patient had previously reported fluid around the knee, and that the surgeon had stated her issues are due to corrosion from the implants. No further information is available at this time.